Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod6s. During the procedure, the physician successfully placed a pod6 using a lantern delivery microcatheter (lantern). The physician then felt resistance and was unable to advance another pod6 within its introducer sheath and, therefore, the pod6 was removed. The technician attempted to advance the pod6 out of its introducer sheath on the back table, however, was unsuccessful. The physician flushed the lantern and completed the procedure using ruby coils. There was no report of an adverse effect to the patient.